Event description:
As reported, a sapien 3 valve failed due to calcification / stenosis approximately 4 years and 11 months post implant in the aortic position. A new sapien 3 valve was deployed during a valve in valve (viv) procedure. As reported by an edwards field clinical specialist, approximately 4 years and 11 months post implant of a 29mm sapien 3 valve in the aortic position, the patient presented to the ER with chest pain, shortness of breath and worsening doe. Ccta indicated significant calcification of the prosthetic valve leaflets, resulting in limited mobility. The decision was made to deploy a 29mm sapien 3 valve in the failing valve during a viv procedure. No aortic regurgitation or paravalvular leak (pvl) was observed post viv. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. The complaint for 'post-implantation - svd - calcification' was confirmed based on medical record review. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co' morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co- morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Medical records review indicated no evidence of halt on the ccta performed 2 months prior to the intervention. Significant calcification of the prosthetic valve with limited leaflet mobility was observed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (hyperlipidemia (high cholesterol)) likely caused or contributed to this event. Hyperlipidemia is a known risk factor for bioprosthetic calcification due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification can interfere with the functionality of the device by restricting leaflet motion, as reported. It can also contribute toward the narrowing of effective orifice area (e.g. Stenosis), leading to symptoms such as exercise intolerance and dyspnea on exertion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.